Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. It was confirmed that sl (summicron lenses) lens cleaner was applied before the case and inspections are carried out every time after installations. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon occurred due to the distal cover was not sufficiently fixed to the scope due to a crack in the rear end, and that the scope came off due to friction in the gastrointestinal tract when the scope was removed. The cause of the crack cannot be clearly identified, but it is possible that chemical cracks occurred due to the adhesion of chemicals such as anti-fogging agents, or that a load that crushed the distal cover was added during storage. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: 3.5 attaching accessories to the endoscope. -attaching the single use distal cover(maj-2315). "Never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." "When the endoscope is repeatedly inserted into the body cavity, always confirm that the single use distal cover is attached properly before insertion. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." "Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." "Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: - thermal injury from electric current leaks when performing high-frequency cauterization treatment. - damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover." Olympus will continue to monitor field performance for this device.

Event description:
The opinion of the doctor in charge was corrected to "there was no special burden, and it may be a product defect."

Manufacturer narrative:
The device was not returned to olympus for evaluation.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during the therapeutic endoscopic retrograde cholangiopancreatography (ercp), the thin part on the lower part of the scope side of the single use distal cover was cut off from the evis lucera elite duodenovideoscope and fell off inside the patients body. The detached portion of the cover was recovered from the body. Another similar device was used to complete the procedure. The device was inspected before use with no visual problems. There was no effect on the patient and no patient harm. This medwatch is related to patient identifier (B)(6).